Manufacturer narrative:
D10 concomitant product: 300s6044z, circuit 300s6044z anesthesia adt, lot# 24g0355fax 608/9068, 608/9068 cap 22f x10, lot# 24k0129fax 350/5865z, 350/5865z jp barrierbac elecst filter, lot# 24l0823fax medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that air leakage occurred when devices were connected on the respirator before use. There was no patient involved.